Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue.